Event description:
Follow-up identified surgical intervention was undertaken during which time the ipg was explanted and replaced with an updated model. Therapy was restored postoperatively. The issue is resolved.

Manufacturer narrative:
(B)(4). Field advisory: 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not used nor recharged the ipg in approximately 2 years (date of event unknown). Reportedly, the sjm representative met with the patient and confirmed the external devices would not communicate with the ipg during which time the device was deemed inoperable. Surgical intervention may be undertaken as the next course of action to address the issue. Concomitant devices: lead(s) model# and implant date are unknown.